Event description:
It was reported that there was a device sensing issue on the arctic sun device. When starting the device, the temperature would not read. The nurse stated the probe was in temperature 1 and that the probe read on another monitor. He stated they did not have other devices. Ms&s told him to ask his supervisor to see if he could borrow a cable or device from another hospital and to tell the doctor that there was a delay, in case they wanted to cool another way. Hours later, they were able to get a new temperature cable and the temperature displayed, but they then received an alert for low/zero flow. Per troubleshooting, they disconnected and reconnected pads and fluid delivery line and the flow went up to 2.8lpm and was steady. The device was working well. Per follow up via phone on (B)(6) 2020, the intensive care unit nurse manager stated they sent the device to biomed to replace the cable before completing therapy and the temperature started to display.they plan on sending the first cable in for a quality check. They will not be sending the pads. The patient was able to complete therapy on the same device with the replacement cable with no further issues and the device will be kept in service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a defective temperature cable. The temperature extension cable was found to not sense a patient temperature. The temperature simulator keys were installed to the end of the cable, and the other end connected to the arctic sun. No temperature was displayed on the control panel of the arctic sun for either pt1 or pt2 input temperature channels. The display visually displayed dashes, indicating a open conductor on the cable. A continuity check was performed on the internal conductors from end to end of the cable using a digital meter. Both conductors measured infinite resistance, which indicates breaks in the conductors. Depressions in the extension cables outer jacket indicate the cable was compressed somehow. The temperature cable was scrapped. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. ¿ the displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. ¿ patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun® temperature management system in stop mode. ¿ carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. ¿ the arctic sun® temperature management system is for use only with the arcticgel¿ pads. ¿ the arcticgel¿ pads are only for use with the arctic sun® temperature management systems. ¿ the arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field. ¿ use pads immediately after opening. Do not store pads once the kit has been opened. ¿ do not place arcticgel¿ pads on skin that has signs of ulceration, burns, hives, or rash. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. ¿ do not allow circulating water to contaminate the sterile field when patient lines are disconnected. ¿ the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ do not puncture the arcticgel¿ pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ if accessible, examine the patient¿s skin under the arcticgel¿ pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bag or other firm positioning devices under the arcticgel¿ pads. Do not place positioning devices under the pad manifolds or patient lines. ¿ the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a device sensing issue on the arctic sun device. When starting the device, the temperature would not read. The nurse stated the probe was in temperature 1 and that the probe read on another monitor. He stated they did not have other devices. Ms&s told him to ask his supervisor to see if he could borrow a cable or device from another hospital and to tell doctor that there was a delay in case they wanted to cool another way. Hours later, they were able to get a new temperature cable and the temperature displayed but they then received an alert for low/zero flow. Per troubleshooting, they disconnected and reconnected pads and fluid delivery line and the flow went up to 2.8lpm and was steady. The device was working well. Per follow up via phone on (B)(6) 2020, the intensive care unit nurse manager stated they sent the device to biomed to replace the cable before completing therapy and the temperature started to display. They plan on sending the first cable in for a quality check. They will not be sending the pads. The patient was able to complete therapy on the same device with the replacement cable with no further issues and the device will be kept in service.